Event description:
The patient stated that the cannula of his infusion set is bending causing insulin to leak from his infusion site resulting in elevated blood glucose. He stated in 2006, he felt dizzy, light headed, and was using the bathroom frequently. He stated he felt wetness near his infusion site and his wife noticed that the adhesive of the infusion set was wet with insulin. When his wife pulled the infusion set out, she noticed that the cannula was bent. The patient stated that his blood glucose elevated to 598 mg/dl. His normal blood glucose is around 150 mg/dl. He stated he changed his infusion site and bolused to lower his blood glucose. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.